Event description:
It was reported that during a shoulder arthroscopy, the console announced that the ambient wand was out of date. The wand was not previously used. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. During functional evaluation the device excites on screen/electrodes plasma on max/min settings after bypassing. The suction performed as intended. The complaint was verified and the root cause was determined to be due to electrical component failure. Factor(s), that could contribute to the reported complaint includes: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.